Manufacturer narrative:
Beckman coulter (bec) dispatched field service engineer (fse) evaluated the instrument. The fse restored the settings on the system by manually changing the setup from 'closed channels' to 'open channels'. The fses actions restored the analyser to full functionality. (B)(4).

Event description:
Beckman (bec) field service engineer (fse) reported a software bug while installing (B)(4)for closed systems. If the lih settings in the "specific test parameters" screen is modified the "measuring point-2: first and last" settings disappear. This has the potential to affect the results of all assays that use a 2-step method. No erroneous patient results were generated. There was no injury to operator, patient or environment.